Manufacturer narrative:
Citation: abdel-wahab m et al. Five-year outcomes after tavi with balloon-expandable vs. Self-expanding valves: results from the choice randomised clinical trial. Europcr 2019. Presented on (B)(6) 2019. Doi: not available. Presentation slides attached. Date of presentation used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the five-year outcomes in high-risk patients with native aortic stenosis who underwent transcatheter aortic valve implantation (tavi) with early generation balloon-expandable or self-expanding valves. All data were collected from five centers. The study population included 241 patients. Of those, 120 were implanted with medtronic corevalve bioprosthetic valves. No serial numbers were provided. Among all corevalve patients, the all-cause and cardiovascular mortality rates within 5 years post-tavi were 47.6% and 21.5%, respectively. No other details were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all corevalve patients, adverse events included: new permanent pacemaker implantation, stroke, myocardial infarction, repeat hospitalization for heart failure, unspecified bioprosthetic valve dysfunction, endocarditis, mild-moderate-severe paravalvular aortic regurgitation/leak, patient-prosthesis mismatch, valve thrombosis, life-threatening or major bleeding, and major vascular complications. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information was received through the full text publication of this literature article that was originally presented on may 21, 2019 at europcr 2019. Full text citation: abdel-wahab m et al. 5-year outcomes after tavr with balloon-expandable versus self-expanding valves: results from the choice randomized clinical trial. Jacc cardiovasc interv. 2020 may 11;13(9):1071-1082. Doi: 10.1016/j.jcin.2019.12.026. Epub 2020 apr 15. Updated data: additional information was received through the full text publication of this literature article that the study population was predominantly female with a mean age of 81 years. Among all corevalve patients, additional adverse events that were reported in the full text article: mild transvalvular aortic regurgitation, and aortic valve reintervention due to unspecified bioprosthetic valve issue(s). Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported. H.6 - patient codes and device codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.